Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received by a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving prialt [20.0 mcg/ml] at a rate of 9.990 mcg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and degenerative disc disease. It was reported that, during a pump replacement procedure, the cerebrospinal fluid flow was sluggish and the hcp could not aspirate the catheter. Therefore, the physician did not want to do a priming bolus, nor a back table prime. The patient was getting effective therapy, there were no symptoms, and the infusion system was working as intended. No troubleshooting, actions, or interventions were performed. It was stated that the aspirating issue did not resolve, but the physician felt it was due to the patient's position on the table. The patient resumed her previous drug infusion therapy and recovered without sequela.